Event description:
It was reported by service report that the lift is drifting causing the scale to be inaccurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Faulty nut in actuator.